Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a frozen display. The customer's blood glucose level was unknown. The customer inserted a new battery and found that the buttons were responsive. The customer was advised to monitor the device and call back if problems persisted. Nothing was replaced or returned.